Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. (Expiration date): between 3/2012 and 4/2012. Device MFR date: between 3/2009 and 4/2012. Visual inspection noted set to have a tear on silicone segment (slit in tubing) near the upper fitment. The length of the tear is approx 1.38mm. The tear was found to be jagged. Crush marks were noted on the upper fitment. The cause of the leak was due to a tear on the silicone segment. The root cause of this failure was not identified. However, improper set loading has been shown to cause damage to the silicone tubing which could result in a tear. Lot history record review for model 2426-0500 lot unknown, smartsite (B) (4) was mfg between 03/25/2009 to 04/07/2009 did not identify any quality issues having been generated during the mfg of the set for failure model reported. Findings were sent to the rptr along with improper set loading tip sheet.

Event description:
User facility medwatch received that states "primary IV tubing had a slit where it is placed in the pump and fluid was leaking. The pt was not injured". Rptr was contacted and indicated that no other info was available.